Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported stenosis, angina and ischemia are listed in the promus instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that approximately 26 months post promus stent implantation in the proximal left anterior descending artery (plad), the patient experienced angina and had a positive stress test. On 8/24/11, a cutting balloon was used to reduce the 75% in-stent restenosis to 0% and restoring the flow to complete perfusion. There was no adverse patient sequela reported. There was no additional information provided.